Event description:
It was reported that the preloaded, monofocal, intraocular lens (iol) did not release the lens properly. The surgeon observed that the tip of the device did not look as it should. Balance salt solution (bss) was used to prime the device. Account indicated that the tip of the cartridge made contact with the patient but the iol was completely stuck inside the injector. No patient injury occurred. No medical or surgical interventions were required. The procedure was completed using a back up device without further issue. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 06-jan-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the lens was stuck in the cartridge and overridden by the plunger rod. A crack was observed on the cartridge extending to the cartridge tip. Viscoelastic was observed inside the cartridge. The plunger rod, lens module, and handpiece were inspected, and no issues were identified. The lens could not be removed from the cartridge for further evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.